Event description:
It was reported on (B)(6) 2025 a 25mm navitor vision valve was selected for implant using a small flexnav delivery system. During the procedure the patient went into complete heart block. The valve was implanted. The final implant depth was 3mm from the non-coronary cusp (ncc) and 2mm from the left coronary cusp (lcc). The heart block persisted, and a temporary pacemaker was placed. The patient was transferred back to the intensive care unit (ICU). On 15 july 2025 a permanent pacemaker was implanted. The patient status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported during navitor implant procedure the patient went into complete heart block. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported heart block could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The reported unexpected medical intervention and surgical intervention were the results of temporary and permanent pacemaker implants. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 25mm navitor vision valve was selected for implant using a small flexnav delivery system. During the procedure the patient went into complete heart block. The valve was implanted. The final implant depth was 3mm from the non-coronary cusp (ncc) and 2mm from the left coronary cusp (lcc). The heart block persisted, and a temporary pacemaker was placed. The patient was transferred back to the intensive care unit (ICU). On (B)(6) 2025 a permanent pacemaker was implanted. The patient status was stable.